Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous proximal left anterior descending artery to the apical branch. After rotablator ablation with a 1.25 and 1.75mm burr, a 2.5x12mm nc quantum apex balloon was advanced but ruptured upon the first inflation at 16 atms. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).